Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter (tele) was dropping communication. Sections drop out and come back before going into communication loss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Central nurse's station model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter (tele) was dropping communication. Sections drop out and come back before going into communication loss. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter (tele) was dropping communication. Sections drop out and come back before going into communication loss. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter (tele) was dropping communication. Sections drop out and come back before going into communication loss. No patient harm was reported. Investigation conclusion: an exchange unit was sent to the customer, and the complaint device was returned to nihon kohden for evaluation. The evaluation remarked that there was physical damage to the device, but the reported issue could not be reproduced after a 72-hour monitoring period. As such, the root cause of the customer's complaint cannot be definitively established. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 10/31/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 11/06/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 11/10/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Central nurse's station: model: ni. Sn: ni. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.